Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call indicating button error and moisture damage on the insulin pump. The customer's blood glucose was 250 mg/dl. The customer stated that she was working out when she received the button error. The customer stated that the pump would not let her bolus. The customer stated that the pump was exposed to condensation. The customer stated that there was fluid under the lcd display. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.